Event description:
According to the reporter, a 8 french suction catheter could not be passed through the product use. No incident related medical sequelae was reported.

Manufacturer narrative:
Device evaluation: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.